Manufacturer narrative:
Philips service performed a cold restart; further philips field service engineer (fse) visit required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system intermittently hangs during clinical use on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.